Event description:
It was reported that the patient presented to the clinic remotely for a follow-up. Upon examination, noise on the atrial lead was noted causing episodes of inappropriate automatic mode switch. No intervention was performed, the patient was continued to be monitored. The patient was stable in condition.